Event description:
The customer reported multiple false negative results with the ID now covid-19 assay in a viral transport medium. Pcr confirmation tests are performed (platform and results are unknown). No additional patient information, including treatment and outcome, was provided after multiple attempts.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a false negative obtained with diluted viral transport media. Per the package insert the ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Testing using vtm is considered off-label and are not supported for use by abbott rapid diagnostics (B)(4). The results of this test are considered to be invalid-change to not valid.